Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03140 and 0001822565-2023-03141. G2: foreign: japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it's location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial surgery. Subsequently, the patient was revised approximately 31 years post implantation due to deformation of the acetabulum caused by prolonged use of these products. During the revision surgery, the original head and stem could not be pulled apart from each other. The surgery was planned to be performed with a 36 mm head, but a 36 mm ring-locked bipolar was used with cemented cup to complete the procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported events. Medical records were not provided. A definitive root cause cannot be determined for the bipolar. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.